Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 - user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer on 7/27/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer's wife stated that they received the replacement product; however, he is not present at the moment. No symptoms or medical attention reported since the last call.

Event description:
Consumer reported complaint for low and erratic blood glucose test results. Wife is calling on behalf of the customer. Customer is concerned with test results from back to back blood tests of 143 and 167 mg/dl and 155 and 38 mg/dl; and of results obtained of 38 and 39 mg/dl. The customer's expected fasting blood glucose test result is 128 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in an office desk drawer. Test strip lot manufacturer's expiration date is 07/17/2019 and open vial date is unknown. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).